Event description:
During a cardiac stent procedure, several attempts were made to pass the 3.5 x12 taxus stent through the tortuous circumflex artery. The physician was unsuccessful. Upon inspection of the catheter, the stent was noted to be missing from the catheter. The stent was identified under flouroscopy to have dislodged from the catheter and migrated to the patient's left internal iliac artery.